Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted at implant. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak. Based on the op report, this patient presented with severe aortic stenosis of her native valve. The annulus was heavily calcified and the annulus appeared to be irregular. The annulus was debrided and the edwards prosthetic valve was implanted. After coming off cardiopulmonary bypass (cpb), tee showed a significant perivalvular leak. They placed the patient back on cpb and the area was inspected. There was a tear in the annulus, likely due to calcification, which pulled the aortic valve upwards producing the significant perivavular leak. Therefore, the device was removed, the annulus was repaired, and a new edwards bioprosthetic valve. This time, tee confirmed no perivalvular leak.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. However, the op report documents the perivaluvlar leak being attributed to a tear in the patient's annulus due to the calcification. The surgeon also indicated that there was no malfunction or deficiency related to the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant was due to perivalvular leak; the patient was taken off cardiopulmonary bypass prior to device removal. Per the health-care provider, the explant was not related to any device malfunction or quality deficiency. Per the operative report, following the placement of the aortic valve, a transesophageal echocardiography showed a significant perivalvular leak. We went on bypass and inspection of the valve revealed an aorta at the level of the right coronary artery cusp. There was a tear in the annulus, likely due to the calcification, which pulled the aortic valve upwards producing the significant perivalvular leak. At this point, the valve was removed. The annulus was repaired and new valve was inserted, and following that there was no significant perivalvular leak. Cardiopulmonary bypass was interrupted without any difficulty. The patient left the operating room in stable condition. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the subject valve cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be investigated, the reported perivalvular leak was due to the "tear in the annulus, likely due to the calcification, which pulled the aortic valve upwards producing the significant perivalvular leak" noted on the operative report. No further actions are possible with the available information corrected data: lot number and expiration date, approximate age of device, device manufacture date.